Event description:
It was reported the camera head image sometimes became dark. The issue was found during an unspecified procedure. To increase the light amount and replaced the light guide, but it was dark, when using it in other patients and sometimes, it didn't become dark and was able to be used as normal. The procedure was completed successfully. There were no reports of patient harm.

Manufacturer narrative:
E2: no. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image distortion, there is a flaw (hole) in the camera cable, camera cable is flooded, white scratches occur in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: internal ccd malfunction. The event can be prevented by following the instructions for use which state: "warnings" there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. "Precautions for cleaning, disinfection, and sterilization" and "warning" in "storage". Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image sometimes became dark. The issue was found during an unspecified procedure. To increase the light amount and replaced the light guide, but it was dark, when using it in other patients and sometimes, it didn't become dark and was able to be used as normal. The procedure was completed successfully. There were no reports of patient harm.